Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At 1100, line a of the device was programmed to deliver 0.9% normal saline, at a rate of 999 ml/hr, with a vtbi (volume to be infused) of 1000 ml, and the delivery was started. At 1110, line b was programmed to deliver an unspecified concentration of decadron and the delivery was started. No further programming parameters were provided. At 1126, the delivery on line b was complete. At 1210, it was reported that the nurse noted air in the tubing "approx 7 - 8 inches" past the device with no device alarm. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical svc. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the svc ctr. A review of the device history indicates that on (B)(6) 2012, at 0958, line a of the device was programmed to deliver at a rate of 999 ml/hr, with a vtbi (volume to be infused) of 1050 ml, for a duration of 1 hour and 3 minutes, and the delivery was started. At 1003, line a was reprogrammed at a rate of 350 ml/hr, and the delivery was started. At 1005, line b was programmed for concurrent delivery at a rate of 12 ml/hr, with a vtbi of 3.2 ml, for a duration of 16 minutes, and the delivery was started. At 1021, the device alarmed n188 (prox occl b/air). The delivery on line a was stopped with a volume infused (vi) of 181.2 ml. Backpriming was started and stopped twice. Line a was reprogrammed at the rate of 999 ml/hr and the delivery was started. At 1110, line a was stopped with a vi of 989.7 ml and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.